Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Price, a. Et al. Functional outcome after 2 years after bi-cruciate retraining total knee arthroplasty- results of a non-design centre pilot study. (Not yet published): 1-19. Medical product unknown vanguard bearing; unknown vanguard femoral; unknown vanguard tibial tray. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a successful secondary patella-resurfacing approximately one and a half years' post implantation due to persistent anterior knee pain. There is no additional information at this time.